Event description:
It was reported that the nurse was preparing the items at the patient's bedside. After completing the education and disinfection, the nurse realized after inserting the needle that there were no markings, and it was unclear how many milliliters of arterial blood had returned. This caused operational difficulties for the nurse.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Codes: updated. Device analysis: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.